Manufacturer narrative:
The insulin pump alarmed spi to motor pic communication error followed by off no power alarm due to broken trace on connector on the mother board pin two. The device had cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, scratched keypad overlay, scratched reservoir window, and scratched case.

Event description:
It was reported that the customer's insulin pump was damaged. A chip around the reservoir compartment opening was missing. He also received several alarms after dropping his insulin pump. He received a spi to motor pic communication error alarm, an off no power alarm, and a zero percent power alarm. Even after replacing the battery, the customer continued to receive off no power alarms. The customer's blood glucose level was 202 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.